Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information: the patient remained ongoing until receiving an lvad exchange on (B)(6) 2014 due to hemolysis and suspected thrombus. Reference medical device report number 0002916596-2014-01539. Upon return of the lvad, thrombus was confirmed during the evaluation; however, a correlation to the reported event of increased lactate dehydrogenase (ldh) levels could not be determined. Examination of the pump blood-contacting surfaces found tissue-like thrombi in two of the rotor vanes. The evaluation could not determine the duration the thrombi may have been present within the pump. Additionally, the thrombi could not be conclusively correlated to the additional events reported to have occurred on (B)(6) 2014. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead (lead) found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or electrical shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The patient's pump exchange on (B)(6) 2014 was reported under medwatch MFR report # 2916596-2014-01539.

Event description:
Additional information was received from the (B)(4) registry stating: tea color urine, high watts. Additional information also included indicated: thrombus event signs or symptoms - hemolysis: yes. Thrombus event signs or symptoms: chest pain. Intravenous anticoagulation: yes. Device malfunction: no. Patient outcome: exchange: yes. Device malfunction causative factor: patient non-compliance.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was seen at a shared care facility on (B)(6) 2014. During the visit, the center had noticed the pt having shortness of breath and a dry cough. The speed was set at 9200 rpm, flows 6.0's, pt's 8's, and the power was from 5.8 watts to 8 watts. The pt's map was 98. The week prior, the pt had been seen in the clinic with power in the 4-5 watts at 9200 rpm. The pt reportedly had atrial flutter and was cardioverted. An echo was conducted at the shared care center and the pt was transferred to the implant center due to fluid overload, and the pt was given IV bumex. Once the pt was admitted into the hospital, the pt's inr was 1.3 and ldh's were elevated n the 1300's. The pt was started on IV heparin. The pt overdosed on (B)(6) 2014 taking her own pain medication from home while she was in the hospital, she was obtunded. The pt was transferred to ICU, and was intubated but more arousable. The pt's ldh remained high. The hospital staff had to stop giving the pt fluid and diuresed the pt. The pt was administered heparin to keep ptt 70-90. She was also given aspirin, persantine, and coumadin. On (B)(6) 2014 the pt fell, causing a subdural hemorrhage and a stroke. The pt was discharged home on (B)(6) 2014. Ldhs had decreased from 1600s to 636 upon discharge. The pt's inr was 2.0. The hospital staff felt that the pt had gotten dehydrated causing some of the issues with ldh elevations and arrhythmias.